Manufacturer narrative:
A review of the device history record indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. The probe complaint sample was visually inspected and deemed conforming. Actuation testing was performed and was deemed conforming. Cut testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There was approximately 30-45 minutes of wear on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. No resistance was felt when removing the inner cutter from the needle. Wear marks at bend area. Gouge marks at the cutting edge of the inner cutter. The complaint evaluation does not confirm the probe had an actuation issue. The probe performance testing met specification. The exact root cause of why the customer thought the probe did not actuate cannot be determined from this evaluation. However, during the complaint evaluation the probe had a cut issue. The exact reason for the poor cutting cannot be determined from this evaluation. The most likely root cause of the poor cutting appears to be from the probe being used for approximately 30-45 minutes of surgical use. The vitrectomy portion of the procedure is typically less than 20 minutes. The surgical use appears to have worn the inner cutter such that the cutter quality had deteriorated. The wear and gouge marks observed during the disassembly supports the cutting performance deterioration. This indicates the damage does not appear to be a manufacturing issue. No specific action with regard to this complaint was taken by the manufacturing location because the probe was manufactured to its specification for the reported issue. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that actuation failure of the probe occurred during a procedure. The condition of aspiration is unknown. The product was replaced and the procedure was completed. There was no patient harm. Additional information and product sample have been requested.